Event description:
It was reported that the right ventricular (rv) lead had a rising threshold and declining impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): addrl1 implantable pulse generator 2008-(B)(6), 4068 implantable pacing lead 2000-01-07. (B)(4).